Event description:
The patient underwent generator replacement surgery. The explanted generator was said to have been discarded by the hospital. No additional relevant information has been received to date.

Event description:
Clinical notes were received as part of the vns replacement referral process. The notes reported that the patient's mother suspected the vns battery was depleted due to the patient's recent increase in seizures; however, the vns was interrogated and had approximately 20% battery and was not depleted. The patient was referred for replacement surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.